Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This product has been returned and analysis has been completed.

Event description:
It was reported that in (B)(6) 2018 this pacemaker battery had approximately 7.5 years remaining. However, on (B)(6) 2018 the pacemaker battery had approximately 3.5 years remaining. Data analysis showed the battery appeared to be depleting more quickly than expected, as the power consumption has been increasing. This pacemaker was removed and replaced. This product has been returned for analysis. This report will be updated, upon analysis completion.